Manufacturer narrative:
(B)(4). Brand name was reported as unknown in the original report and has been updated to batt-handpiece mod f/trs. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Product catalog number was reported as unknown in the original report and has been updated to 05.001.201. Product serial number was reported as (B)(4) in the initial report and has been updated to (B)(4) the device manufacture date was documented as unknown in the initial report. It has been updated to september 14, 2012. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no function and the mechanism was blocked by re-processing residues. It was also noted that the residues entered the handpiece and got stuck in the inner parts which occurred due to worn out seals. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part number is unknown. Therefore the gtin is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 of the same event. It was reported that during an antegrade femoral nail procedure on a femoral diaphyseal fracture, it was observed that the battery handpiece module device and attachment device did not come into action. It was reported that the surgeon used another power tool owned by the hospital and reaming was done manually. It was further reported that following the surgery, the device was cleaned and re-checked but did not move. It was also reported that the surgeon did not feel the overload on the implants, but noticed metal remnants on the x-rays. It was reported that the surgeon recognized the metal pieces by himself and removed the metal pieces. It was further clarified that no metal pieces remained inside of the patient's body. It was reported that as a result of this event the surgery was extended for 60 minutes. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.